Manufacturer narrative:
Initial MDR 1219913-2022-00412 was filed on nov 23, 2022 reporting an outside the us customer reports observation of an elevated patient sample result when using atellica im 1300 folate (fol) assay. After repeating with dilution, the results were significantly lower than the initial result. Additional information - dec 07, 2022. Section d8 - was this device serviced by a third party? Updated to no. The customer confirmed the sample type: serum. The initial result was not reported to the physician(s). The repeated (diluted) results were considered as correct by the physician(s). Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00412 on nov 23, 2022 siemens filed the MDR 1219913-2022-00412 supplemental 1 on dec 19, 2022. Additional information on jan 27, 2023: an outside the united states customer reported observation of elevated patient sample result higher than the measuring interval (>54,36 nmol/l) and after dilution, the result is in range and significantly lower than the initial result. The customer used the reagent lot 339. The sample was a serum sample: the customer uses sarstedt tube, specifically serum gel. The sample was tested directly from the primary tube as well as for repeat/dilution testing. The issue was reproducible with repeat testing with multiple calibrations, multiple ancillary dtt preparations. Siemens determined that the instrument is diluting sample appropriately based on 27 other patient samples diluting as expected. The lab did not determine if the patient was on any medications that could interfere with folserum. There is no evidence of sample integrity errors. The sample had h/I/l calculated to be 0. Siemens concludes that pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discrepant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No product issue has been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The outside the us customer reports observation of an elevated patient sample result when using atellica im 1300 folate (fol) assay. After repeating with dilution, the results were significantly lower than the initial result. It is unknown which result is correct. Quality control (qc) levels were back in range after calibration. The interpretation of results section of the atellica im folate (fol) instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reports observation of an elevated patient sample result when using atellica im 1300 folate (fol) assay. After repeating with dilution, the results were significantly lower than the initial result. It is unknown which result is correct. There are no known reports of patient intervention or adverse health consequences due to the discordant folate results.